Event description:
It was reported that the right atrial lead exhibited high capture thresholds; perforation resulting in pericardial effusion was observed on echocardiography. The patient presented in hospital on (B)(6) 2015, experiencing vertigo. Pericardial drainage was performed on (B)(6) 2015 and the lead was repositioned successfully on (B)(6) 2015. There were no further issues with the lead or regarding pericardial effusion, the patient was discharged on (B)(6) 2015.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.